Event description:
Medical affairs spoke to pt who mentioned that pt has had segments missing for the past month or so. They claim that the first number was hard to read. Pt tested on their meter and obtained a 281mg/dl and a couple of days later went to md's office for a physical and was tested on the md's meter pt claims they had symptoms of numbness for several days. Pt would not provide their blood glucose reading on the md's meter. They did not test prior to going to see their md. Based on the result md obtained, he increased pt's diabetes medication dosage. Customer service was not able to resolve the issue and sent pt a new meter.